Event description:
A power source alert was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was required.